Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient will have his inflatable penile prosthesis (ipp) revised on a future date. The physician stated the fluid loss occurred just one week prior, when the device stopped working. It was further reported that this surgery has occurred. The site of the fluid loss was the left cylinder wall and both of the layers of the cylinder wall had perforated. There was no fluid left in the device and the physician noted the fluid loss occurred just one week prior.

Event description:
It was reported that due to fluid loss the patient will have his inflatable peniel prosthesis (ipp) revised on a future date. The physician stated the fluid loss occurred just one week prior, when the device stopped working. It was further reported that this surgery has occurred. The site of the fluid loss was the left cylinder wall and both of the layers of the cylinder wall had perforated. There was no fluid left in the device and the physician noted the fluid loss occurred just one week prior. All components were removed and a new device consisting of cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
Change to b3 surgery date and d6 and d7 explant and implant date device not returned for evaluation.